Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device issued an "error g" error message during the functional test. The event was in use during clinical and there was no reported patient nor user harm. Visual inspection found stk an electrical safety test and mtk a metrological control and co2 calibration were overdue. The following functional tests were performed: -functional test -operational test -electrical safety test (stk) -metrological control (mtk) -co2 calibration test. Results of functional testing indicate calibration were overdue, the therapy capacitor was defective and battery replacement recommended. The therapy capacitor and the battery were replaced to resolve the issue. The device was returned to use. The malfunctioning therapy capacitor is not available to be returned for additional investigation as it's logistics handling code is to scrap defective products. Based on the information available and the testing conducted, the cause of the reported problem was a defective capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: updated the health impact code.